Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 30 september 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the depuy knee system and depuy bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening. The surgeon reported the tibial component came out easily and was obviously loose. He noted the femoral and tibial components were tight, not loosened, and not revised. The patient was implanted with attune knee system and smartset cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2018 (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.